Event description:
A device report from (B)(4) indicated a hospital in (B)(6) reported: during a procedure surgeon was inserting a pedicle screw with the retaining sleeve attached. A fragment of the thread from the retaining sleeve broke off and it was retrieved. It was noted no harm to the patient.

Manufacturer narrative:
Device used for treatment. A review of synthes device history records for lot 6490073 revealed the holding sleeve-long for matrix was manufactured by magnum manufacturing center. Po (B)(4), dated (B)(4) 2010, for 57 parts, was inspected to the synthes incoming final inspection sheet and the product conformed to all requirements. Our investigation has shown the fragment of the first thread is broken off. It is possible the thread was broken due to a loose connection between the sleeve and screw during insertion. No product fault could be detected.